Event description:
Caller states customer was unresponsive with result of 76 mg/dl obtained on the advantage sys. Previous result obtained was 573 m/dl two hours prior to the incident (prescribed dose of novolog was taken with the result). Paramedics treated customer with an injection of "sugar" and low blood glucose symptoms improved. Customer was hospitalized for two days. Requested return of suspect device and replacement was sent.